Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a biliary stone extraction, the subject device was used. Distal part of the balloon was detached in the patient body. The fragment was retrieved. The intended procedure was completed with the subject device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tube was broken near 360mm from the distal end. The breakage potion of tube was stretched. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that it was difficult to withdraw the subject device from the bile duct in a situation such as catching the subject device by stones or the forceps elevator. The subject device was withdrawn under the condition of above. A pulling load more than the ability of the device was applied to the tube due to above condition, which caused breakage of the tube. The instruction manual of the device has already warned as follows; do not pull the tube with excessive force. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. If it is difficult to withdraw the balloon, deflate it before withdrawing. Do not withdraw the syringe's plunger to deflate the balloon when the stopcock valve is closed. The balloon cannot be deflated if the stopcock valve is closed, even if the syringe¿s plunger is withdrawn. Do not withdraw the instrument from the endoscope while the balloon is inflated. This could damage the endoscope and/or instrument.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".